Event description:
It was reported that the patient presented for a scheduled procedure unrelated to the implant. Prior to the procedure but after the patient was sedated, the right ventricular leadless pacemaker (vlp) was unable to interrogate. It was noted that this was the first attempt to interrogate the vlp since the lab updated the fluoroscopy system in the operation room. Upon inspection, it was discovered there was significant noise present, and no troubleshooting completed was successful. Since the vlp was unable to be interrogated, the procedure was canceled, and the patient was brought back to their hospital room to attempt interrogation there. The procedure was rescheduled for the next day and the patient stayed in the hospital overnight. Interrogation was successful the next day in the hospital room and the vlp was appropriately programmed prior to the unrelated procedure. The procedure was successfully completed, and the patient was in stable condition.